Manufacturer narrative:
Philips service performed tube adaptation and calibration and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray error occurred during clinical use; no harm reported on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.